Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc on behalf of the MFR (getinge (B)(4) co ltd). (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.